Event description:
Patient reported left side "painful capsular contracture", "can not move implants", "dense breast", "hardness", and exchange of textured device due to patient's concern with the product. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.